Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a the q10 transistor on the defibrillator pca leaking voltage. The root cause for the defective transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.